Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture threshold. The lead explanted during a device change out procedure. No further information was available.

Event description:
New information on (B)(6) 2017 stated that the high capture threshold was discovered during a normal device check. The patient was fine prior and post operation.